Event description:
It was reported that there was an incomplete mesh. There was no patient involvement since device was used on cadaver donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10. Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by dover on (B)(6) 2020 revealed that the unit met all test and calibration requirements. The gear and sideplate were damaged. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: gear, sideplate, bushings the device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. Previous repair: skin graft mesher sn (B)(6) has been previously repaired/evaluated 6 times as documented in the repair reports in livelink. The last repair was (B)(6) 2020 by dover where it was reported that the sliding pin was worn, set screw stripped, shoulder bolts gouged, and cutter 1:5 and 2:1 were non-repairable. This is not a related issue. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed. Associated item#: 0770302000 z.s.g.m. Cutter 2:1 ratio caution: sharp; 00770301500 z.s.g.m. Cutter 1.5:1 ratio caution: sharp.

Event description:
It was reported that there was an incomplete mesh. No additional consequences have been reported as a result of this malfunction.